Event description:
It was reported that the procedure was to treat an unspecified vein lesion. A 12x40 mm armada 35 pta balloon dilation catheter (bdc) was prepared before patient use as per the instructions for use without issue. The bdc was advanced to the target lesion for pre-dilation without issue. However, during the first inflation at 4 atm, the balloon ruptured. An additional 12x40 mm armada 35 pta bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined. Possible factors that could contribute to balloon material ruptures include, but are not limited to, manufacturing, insufficient preparation, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.